Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: it was pci with stent procedure. The lesion was 95% stenosis with calcification. At first, did implant of stent. Next, expanded side wall of stent and inserted this catheter. When physician pulled it up, he felt resistance, but pulled it up. When he used the catheter again, he discovered that there was no shaft from a marker. He confirmed it by fluoroscope, but the tip was not discovered in the body. The tip was missing, stent type was unknown.

Manufacturer narrative:
No significant event during manufacturing was identified in the DHR. During investigation, bloodstain was observed inside the distal tip assembly. The distal tip assembly was broken off approximately 6.5mm and missing (including r.o. Marker). It appears that the distal was ripped forcefully. During image characterization testing, good square image appeared in the system and the product performed within specification. Additionally, kink was observed in the sheath assembly 26.2cm from femoral marker at proximal side.